Manufacturer narrative:
On (B)(6) 2015, an fse conducted follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and found that when the unit was run, no errors were seen. Two tests were run with tt3 with good results. Then impasse was run with slightly unacceptable results. The nozzle assembly was changed out and ran the impasse again with good results. While running the test a lot of dried up wash was found ontop of sample syringe. It was discovered that the end of the tubing was damaged allowing some wash to seep up through the treads on the syringe. Ends of the tubing was swapped and it was not leaking on either end of the tubing. Replacement tubing was sent for the customer to change out. Pth calibration was run with no more clog detects. The customer will run contols tomorrow. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to a clogged nozzle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 4017 spec sy clog detected failure with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.